Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended--no failures found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure, with no patient present. It was reported that the system became unresponsive when loading multiple patient exam discs. Site noted being able to intermittently load the discs, but issue is able to be resolved by taking the exams in-house. A manufacturer representative (rep) present at the site tested the disc using standard and it loaded without issue. The rep loaded another disc and it displayed "disc directory error" when using standard digital intercommunication of medicine (dicom). The rep tested the same disc with unstructured alternate module and it displayed one patient with 1200 slices, with 19 scans that took longer than usual to download. It was further reported that after booting into ent, in the select patient task, the cd drive took a few minutes before it would respond and open. The disks loaded with no difficulty. Software uninstall/reinstall resolved the issue.